Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, the patient reported unwell with pain and difficulty breathing. An ultrasound scan reveled findings consistent with cardiac tamponade and blood gas analysis reveled a drop in hemoglobin from 9-5.5 g/dl. A decision was made to preform a second surgical intervention. The patient also had anemia. After the intervention, a significant bleeding persisted and extensive transfusion blood products were administrated. There were active bleeding originating from the left internal mammary artery and right atrium. It got controlled with surgical sutures, there were numerous clots in the right pleura, which were removed.